Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off without user input. The problem was found in the maternity area. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported issue which was not reproduced during evaluation. A review of the event history log identified battery "low" and "improper shutdown" messages. Evaluation observed the alternating current (ac) adapter to not meet service requirements; a failing ac adapter may prevent proper charge delivery to the battery, causing the battery to deplete to the point where the pump shuts down without user input. The alternating current power cord was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.